Event description:
It was reported that the implantable cardioverter defibrillator was prophylactically explanted and replaced on (B)(6) 2018 due to the lithium clusters advisory. The patient was in stable condition before, during and post surgery.

Manufacturer narrative:
Analysis was normal. No anomalies were found.